Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they couldn't charge their implant and the issue began months ago. Patient's implant was 'dead' for a long time because patient forgot to charge their implant. Patient would have an MRI on monday. Agent reviewed information and redirected patient to their hcp to address the issue. Patient's implant had been restarted twice and previously they didn't charge the implant because it would hurt their back so they didn't use the implant in a while. Patient didn't recall event dates for the two previous overdischarge events but did mention it was a couple of years ago. .